Event description:
It was reported the subject device was contaminated. The issue was found during microbiological examination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: air/water channel cfu: 3cfu. Bacterial identification: staphylococcus hominis sampling from: distal end surface; auxilliary channel cfu: <1cfu. Bacterial identification: n/a sampling from: instrument channel cfu: 9cfu. Bacterial identification: cellulosimicrobium sp; filamentous fungi sampling from: suction channel cfu: >50cfu. Bacterial identification: cellulosimicrobium sp. Sampling date: (B)(6) 2025 sampling from: air/water channel; auxilliary channel cfu: <1cfu. Bacterial identification: n/a sampling from: instrument channel cfu: 3cfu. Bacterial identification: cellulosimicrobium cellulans sampling from: suction channel cfu: 57cfu. Bacterial identification: cellulosimicrobium funkei sampling date: (B)(6) 2025 sampling from: air/water channel; auxilliary channel cfu: <1cfu. Bacterial identification: n/a sampling from: instrument channel cfu: 5cfu. Bacterial identification: paenibacillus sp; niallia sp sampling from: suction channel cfu: 1cfu. Bacterial identification: peribacillus sp. The device was evaluated where an additional potential adverse event was confirmed where foreign material was found in the jet tube. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. Olympus will continue to monitor field performance for this device.